Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended after the insulin in the cartridge reached below 30 units of insulin remaining. Customer was using fiasp for insulin therapy. Reportedly, customer changed supplies and resumed insulin delivery. Customer's blood glucose level was 305 mg/dl.